Manufacturer narrative:
The device was received. Investigation is not completed.

Event description:
General report rec'd of unspecified number of undocumented incidents of air in the syringes of the monitoring kits. It was reported that during set-up, contrast media was drawn into the syringes and air was noted in the syringes. The syringes were replaced and the procedures were completed. The customer contact reported that "approximately 50% of the monitoring kits seem to be affected with this matter." There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.